Event description:
The customer reported that digoxin results for quality control samples were negatively based. A field engineer visited the site and performed modifications on the analyzer. There was no report of pt harm as a result of this event.